Event description:
It was reported to philips that the therapy capacitor was faulty. There was no patient involvement.

Event description:
It was reported to philips that the therapy capacitor was faulty. There was no patient involvement.